Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with tah/bso due to pop. It was reported that following insertion the patient experienced yeast infection, depression, erosion and incontinence. It was reported that patient underwent many office visits in 2009 for clipping and trimming of mesh due to erosion and infection. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent excision of mesh protruding into the vaginal cuff on (B)(6) 2011 for mesh erosion into the vagina at the vaginal cuff. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.